Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-mar-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 29-oct-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation during the attempted implant of a leadless implantable pulse generator (ipg). The leadless ipg was removed. No further patient complications have been reported as a result of this event.